Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user was re-implanted. According to the device explantation report form the user was experiencing fluctuations in sound followed by a complete loss of hearing with the device.

Manufacturer narrative:
Conclusion: investigation results confirmed a loss of hermeticity at the housing braze joint through micro-leaks. The problems describe in the recipient report appear to match the damage found. This is a final report.

Event description:
Information was received that the user was re-implanted. According to the device explantation report the user was experiencing fluctuations in sound followed by a complete loss of hearing with the device. The user was re-implanted.